Manufacturer narrative:
This report is for an unknown plates: dhs/ dcs / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient with osteopetrosis returned to the operating room for revision of nonunion femur and broken dynamic hip and condylar screw (dcs) plate. The original date of the implant was unknown. The patient and procedure outcomes were unknown. Concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown plates: dhs/ dcs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. H11: d11: concomitant product ID provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/3/2020: updated event description: it was reported that on an unknown date, the patient with osteopetrosis underwent removal of devices due to nonunion of femur. The devices were broken proximal portion of dynamic hip and condylar screw (dcs) plate and two broken (2) 4.5 mm screw heads with a shaft portion of screw remained. The lag screw was also removed. Patient received a revision with a dhs 130 degree plate and a troch stabilization plate. The patient was also bone grafted with vivigen. The original date of the implant was unknown. The patient and procedure outcomes were unknown. Concomitant devices reported: dhs®/dcs® one-step lag screw 12.7mm thread/65mm (part# 280.265, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).